Manufacturer narrative:
Corrected data: follow-up report 1, the type of report should be a malfunction.

Event description:
Information was received indicating that a smiths medical pump was alarming no disposable. There were no reported adverse events.

Manufacturer narrative:
Other, other text: , corrected data: aware date of initial report is : 02/10/2021.